Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. According to the complainant, during the procedure a slow leak was noticed from the scope adapter. The procedure was completed with no patient complications.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the manufacture and expiration date of the device is unknown. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, a failure analysis is not available. The complaint alleges that the adapter had a slow leak. A DHR review was not performed because the batch is unknown however there are no known manufacturing related issues which would contribute to this event and the product was not returned for analysis. A review of the history and the event description did not provide enough information to formulate a definitive root cause. Typically leaks at the adapter can be cause by the adapter not be properly tightened or the shape of the adapter being changed due to sterilization.